Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during a percutaneous coronary intervention the 4 mm x 220 mm x 150 cm coyote balloon would not inflate. The lesion being treated was located in the anterior tibial artery. On the first inflation at 10 atms the device was unable to be inflated. The device was removed and the procedure was completed with a different device. There were no reported complications and the patient status is stable. Analysis of the returned device identified a pinhole in the balloon.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the coyote catheter was received. There was blood in the balloon and inflation lumen. Magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole 71mm from the proximal edge of the distal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The reported balloon burst was confirmed; however, there was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).